Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) that replaced the following two parts o2-gas module and air-gas module. The returned parts were installed in a reference system and the alarm for o2 concentration fluctuations ware not reproduced. Additional testing of the o2-gas module and air-gas module in the manufacture production test system showed that o2-gas module was out of specification. Analysis/tests showed that the issue was caused by the nozzle unit the o2-gas module. The air gas module was working as expected, i.e. Within specification. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle unit is part of the yearly maintenance program for the device. No device log has been received. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).

Event description:
It was reported that the ventilator alarmed for o2 concentration fluctuations. Patient involvement is unknown. (B)(4).